Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the surgeon started clipping the veins, the clips which were coming out of the device was faulty. The two ends of the clips were not closing together when used. There was no patient injury.